Event description:
It was reported after an atrial fibrillation (afib) procedure, it was discovered that the patient had a skin burn. The patient required extending hospitalization for observation. The burn was on lower back and it was reported that the grounding patch was positioned and properly adhered, however the patient was sweating at the end of procedure when the burn was discovered. The prognosis for the patient was satisfactory. According to the customer the causality of adverse event was procedure related. The customer used the single patch. The setting on rf generator was 40 - 45 watt and duration for each ablation was from 10 seconds to 999 seconds.

Manufacturer narrative:
The bwi equipment involved are: carto 3 system (serial#(B)(4)), coolflow pump (serial#(B)(4)), thermoccol sf catheter (catalog# and lot# unknown), and 2515 eco lasso catheter (catalog# and lot# unknown). (B)(4).

Manufacturer narrative:
Ref to evaluation summary. (B)(4). It was reported that it was discovered that the patient have a skin burn after the case was completed. Follow-up was performed and unit was not shipped back for evaluation. Service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.